Event description:
An adhesive issue was reported via webform with the adc sensor. The sensor prematurely detached and the customer was unable to obtain readings and monitor glucose levels. As a result, the customer reported "feeling sick" and their legs were shaking and was unable to self-treat, requiring treatment with sugar provided by third-party. There was no report of death or permanent injury associated with this event. Abbott diabetes care (adc) was able to obtain the following additional information: the customer was contacted on (B)(6) 2023 who informed no medical treatment was required and no third-party intervention was required nor loss of consciousness/seizure had occurred due to the reported product issue. Based on the additional information provided, there is no indication that the adc device caused or contributed to an adverse event.

Manufacturer narrative:
Sensor 3mh00j43r0m has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. Section d4 (serial number) was updated from (B)(6) to (B)(6) based on returned product download. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section(s) updated as follows: b5 - describe event or problem h6 - adverse event problem: e2403 no clinical signs, symptoms or conditions; f26 no health consequences or impact and; a0501 detachment of device or device component based on the additional information provided, there is no indication that the adc device caused or contributed to an adverse event. Therefore abbott diabetes care (adc) considers this issue to be non-reportable and closed.

Event description:
An adhesive issue was reported via webform with the adc sensor. The sensor prematurely detached and the customer was unable to obtain readings and monitor glucose levels. As a result, the customer reported "feeling sick" and their legs were shaking and was unable to self-treat, requiring treatment with sugar provided by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. Section d4 (serial number) was updated from (B)(6)to (B)(6)based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported via webform with the adc sensor. The sensor prematurely detached and the customer was unable to obtain readings and monitor glucose levels. As a result, the customer reported "feeling sick" and their legs were shaking and was unable to self-treat, requiring treatment with sugar provided by third-party. There was no report of death or permanent injury associated with this event.

Event description:
An adhesive issue was reported via webform with the adc sensor. The sensor prematurely detached and the customer was unable to obtain readings and monitor glucose levels. As a result, the customer reported "feeling sick" and their legs were shaking and was unable to self-treat, requiring treatment with sugar provided by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.